Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several nsrvo episodes due to myopotential oversensing in some cases and post paced twave oversensing in most cases. Programming changes were discussed. It was later noted that the physician will continue to monitor the lead. The patient is fine.